Manufacturer narrative:
H6: investigation conclusion code updated.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular leadless pacemaker (rv lp) failure to capture and had high pacing impedance. The patient was asymptomatic. The rv lp was explanted and replaced. The patient was stable throughout the procedure.